Manufacturer narrative:
There were no deviations reported in the DHR for part numbers 400-142 lot 0912074. All released parts were within specification. Visual examination denotes wear associated with implant rubbing against the bone, and a few marks consistent with removal.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant wear and component's x-ray wire being exposed. Company report form indicates excess bone growth caused movement of x-ray wire.